Event description:
It was reported while using the st. Jude medical ablation catheter, the user experienced difficulty reaching the area of interest on the esi map. Upon withdrawal of the catheter from the patient, it was noted that the distal tip of the ablation catheter was falling off the catheter and was held on by wires. There were no consequences to the patient. The safire ablation catheter was placed in the body through an 8f cordis sheath (model 504658x, lot number unknown).

Manufacturer narrative:
One 7f safire catheter was received for evaluation. The catheter produced a medium curl in both directions when actuating the steering mechanism; no abnormal resistance was encountered. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, the returned product was received with the gray shaft separated from the tip electrode. Additionally, a bulge was noted in the shaft material between electrode two and three. Additionally, a kink was visible near the shaft transition bond. Microscopic examination revealed a band of adhesive on the tip electrode which is consistent with an adequate amount to secure the tip electrode to the shaft. The root cause for damaged condition of the product could not be determined.